Manufacturer narrative:
H10: the sample was received for evaluation with a beige connector attached to the female connector. A visual inspection with the naked eye noted the female connector was separated from the main body of the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body.during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue twist piece) and the main body (light blue piece) on a peritoneal dialysis (pd) transfer set. This was further described as ¿the dark blue twist piece in the pd extended line was disconnected from the light blue piece¿. This occurred during use of the device for pd therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.